Event description:
As per discussion on call with nursing superintendent all patients who received venflon I 20g and 22g both has suffered from pain and redness also patient who discharged from hospital, came back to hospital and complained for redness on insertion site. Also asked us to replace existing quantity (count not confirmed yet).

Manufacturer narrative:
No samples (including photos) were returned for the reported issue of ¿irritation/ inflammation¿ with lot number 2248266 regarding item # 391591, so retention samples were used for the investigation. The device history review (DHR) of material number 391591 with lot number 2248266 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out on performed sterility test result before release the lot # 2248266 where the investigating team has found all results are comply to specification no such type of defect was found in finished goods testing result. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. The complaint cannot be investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd venflon¿ pro safety adverse event occured without identified device problem. Report 2 of 2. The following was received from the initial reporter: as per discussion on call with nursing superintendent all patients who received venflon I 20g and 22g both has suffered from pain and redness also patient who discharged from hospital, came back to hospital and complained for redness on insertion site. Also asked us to replace existing quantity (count not confirmed yet).